Event description:
It was reported that during the surgery done between t3 - l1 in (B)(6) hospital, during blocker tightening, the blocker had broken from the side. Surgeon tried to remove the blocker, but as it was stuck in the screw, it could not be removed. Broken blocker remained in the patient. Surgery completed without any further delay.

Manufacturer narrative:
Method: device history review. Results: the device in question remains implanted in the patient and is unavailable. For this reason, no testing or inspections could be performed to aid in root cause analysis. However, it was stated in the correspondence that the blocker fractured during final tightening with a universal tightener. This is advised against in the xia surgical technique (st) as this instrument does not provide any means to monitor the torque applied to the blocker. The st advises the customer to use the torque wrench as this instrument indicates the optimal torque that should be applied. Conclusion: the most likely cause of the reported event is over-torquing of the blocker with the universal tightener during final tightening.

Event description:
It was reported that during the surgery done between t3 - (B)(6) hospital, during blocker tightening, the blocker had broken from the side. Surgeon tried to remove the blocker, but as it was stuck in the screw, it could not be removed. Broken blocker remained in the patient. Surgery completed without any further delay.